Event description:
It was reported the insulin pump had a spot of ink and the lcd was broken. Customer's blood glucose was unknown. The device is being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had missing segments and a partial display due to cracked and bleeding display glass. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.